Event description:
It was reported that patient underwent m2a hip procedure on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012, due to pain and fretting of the trunnion junction. The acetabular cup, femoral, taper insert, and modular head were removed and replaced. Legal counsel for the patient reported patient allegations of pain, elevated levels of cobalt and chromium and tissue/bone destruction. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent m2a hip procedure on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012, due to pain and fretting of the trunnion junction. The acetabular cup, femoral, taper insert, and modular head were removed and replaced. Legal counsel for the patient reported patient allegations of pain, elevated levels of cobalt and chromium and tissue/bone destruction. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2012 due to elevated metal ion levels. Operative report noted the presence of cloudy fluid, black synovium, trunnion wear, vertical acetabular cup, and discolored bone. The modular head, taper adapter and acetabular cup were removed and replaced.

Event description:
It was reported that patient underwent m2a hip procedure on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012, due to pain and fretting of the trunnion junction. The acetabular cup, femoral, taper insert, and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number ten states, "fretting and crevice corrosion may occur at interfaces between components." Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00472 / 00475).

Manufacturer narrative:
The modular head and acetabular cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. This follow-up report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00472-1 / 00475-1).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur, under possible adverse effects: number 15. Elevated metal ion levels have been reported with metal on metal articulating surfaces.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.